Event description:
In 2008 we received an e-mail copy of a maude event report. The report shows a received date of about 3 weeks prior and event date is the same. Under event description is the following: voluntary 11 days post event: mallinkrodt 7.0 endotracheal tube with weak wall around pilot tube caused a life threatening kink. Pt had to be reintubated.

Manufacturer narrative:
In a subsequent follow up phone call to FDA we were advised the customer does not want their contact info (name, phone #, address) released to us. The lot number was provided and the MFR will review the lot history records. No other info is known at this time. No analysis or conclusions can be drawn.